Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014..

Event description:
It was reported that the patient presented for a follow up in clinic with an atrial lead that exhibited under-sensing that led to atrial and ventricular pacing. Decreased p-waves sensing and elevated pacing impedance were also observed. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.